Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9735560, serial/lot #: (B)(4), ubd: 22-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue, the tubing for the ablation system had a pin hole in it by the lure lock connector. The tubing was cut and reseated on the cap which restored functionality. There was a reported delay to the procedure of five minutes due to this issue. There was no reported impact on patient outcome.